Manufacturer narrative:
The customer¿s report that the extension set cracked and leaked was confirmed. Visual inspection showed that the female luer had a vertical hair line crack measuring 0.628 inches long. The luer was inspected under magnification and no stress marks were noted. Functional testing was performed; a leak was observed as fluid flowed through the crack on the luer. The cause of the leak was a cracked female luer. The cause of the crack was not determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿ a crack at the proximal portion of the tubing resulting in fluids escaping the device and spilling onto the table and floor. A new device was obtained. " the customer reported that there was no report of patient harm.